Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault -501" error message, failed the power-on upgrade, and failed the self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report of "ECG fault - 501" error message was seen in the device log file provided for review. However, the device was put through extensive testing without duplicating the report. The main board was replaced as a precaution. The customer's report of the device "failed the power-on upgrade" and "failed the self-test" was verified and attributed to the integrated circuit on the main board. The main board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.